Event description:
The facility reported an infusion pump with depleted batteries. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. No additional contact info was available.

Manufacturer narrative:
Pump serviced at customer location. Evaluation was completed on 11 october 2005. The customer repored condition was confirmed. Batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.